Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that the device was good when it worked, however the device wasn't working frequently enough. Patient stated that over the weekend the device stopped working entirely and gave them an error message that said settings not available. Patient said that they couldn't change the numbers associated with the stimulation and the device wasn't providing stimulation. Pt noted that the stimulation settings were lower than usual as well and the device still wasn't working. Pt said that settings not available was appearing when they were trying to turn the controller screen on even. Patient noted that yesterday the ins battery was fully charged and that it was low now, but the device hadn't been doing anything. Agent reviewed screen meaning with the patient. Patient mentioned that they used to meet with a representative who was awesome, however then they met with another representative once who wasn't as helpful. Agent asked the patient if they were using groups a, b, or c, and patient said that group a was the only group they ever used and that groups b and c didn't really do anything that they needed them to do, so they only used group a. Agent had the patient switch to group b and then switch back to group a, however patient stated that the error message was still coming up. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a patient (pt). It was reported that they met with a manufacturer representative (rep) and the rep reprogrammed around a malfunctioning electrode. This was the same issue that caused a need for device replacement previously. The patient stated that the issue seems to be resolved for now as they were able to reprogram around the devices.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back and reported consistently getting a settings not available message. Pt stated that they got this message before they met with mdt rep and last time, they've been getting it after they met with the rep. Pt mentioned that the last time, they met with mdt rep, they put different programs, but they were still having the same problem. Pt mentioned that when they met with the rep, they were told that there's a problem with the wires and electrodes, so they reprogrammed the stimulator. However, every time they get reprogrammed, they also get the same problem. Agent instructed pt to continue to work with their rep to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient reported they were getting the settings not available message on their controller again since yesterday. Patient said they recently had the same error and met with a representative who reprogrammed around the issue. Agent asked if they had other groups they could use and understood those were not functional for the patient either. Agent reviewed information about role of reps and redirected patient to their healthcare provider to further address the issue. Patient mentioned they had their leads replaced in the past because they had issues receiving proper stimulation and the reps couldn't reprogram around the issue.